Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. He has changed the battery and none of the buttons are responding. Customer's blood glucose was 14 mmol/l. The customer didn't recall any significant event which may have cause the device to alarm or the keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is not returning for analysis.